Event description:
The account alleged the knee lowers by itself. No pt impact.

Manufacturer narrative:
The tech found the knee button on the caregiver board is stuck. The tech replaced the caregiver control power control board to resolve the issue.